Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable glucose results for a total of three patient samples from the cobas b221 blood gas analyzer. Patient sample 1 result from the cobas b221 was 14 mgr%. The result from the accuchek meter was 186 mg%. The result from the omni s analyzer was 353 mg/dl after the administration of "5 vials of glucose". On (B)(6) 2010, the result from the omni s6 analyzer was 102 mg/dl. Patient sample 2 from a (B)(6) male born on (B)(6) 1963, initial result on (B)(6) 2010 was 47 mgr%. The repeat result from the accuchek meter was 104 mg% and the repeat result from the omni s analyzer was 102 mg/dl. The lot number of the mss cassette was 21502602. The user replaced the mss cassette with lot number 21503303 and received additional questionable results. Data for one patient sample was provided. Patient sample 3 from a (B)(6) male born on (B)(6) 1931, initial result on (B)(6) 2010 was 10 mgr%. The repeat result from the accuchek meter was 90 mg/dl. The initial results were reported outside the laboratory. No adverse events were alleged regarding the discrepancies.

Manufacturer narrative:
The involved mss sensor lot 21502602 and mss measuring chamber ((B)(4)) were sent in for investigation by the customer. Comparison measurements were performed with the returned mss sensor and the sensor gave well correlating glucose results. The mss measuring chamber was also tested and the chamber performed without failures. Comparison measurements were performed and the reported discrepancies were not verified. No quality issue could be identified with the returned materials. Additional information from the analyzer was not provided for further investigation. No adverse events were reported.

Event description:
After receiving the letter of fa25aug2010, the customer realized that an incorrect power supply fuse is installed in their cell-dyn analyzer. The correct fuse was shipped to the customer with no impact to patient results, patient management or user safety reported.